Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was unable to reproduce the identified symptom of turns off without user input. Evaluation found that the unit would not power up with the associated battery pack, caused by fluid intrusion on the battery pack pins, backflex tail pins, and input/output printed circuit board. The battery, rear case, and input/output printed circuit board were replaced to correct this condition.

Event description:
During baxter¿s evaluation it was found that a spectrum pump turned off without user input. The customer stated it was found during the set up of the device. There was no pt involvement.